Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 99 mg/dl at the time of admission, and 200 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated their pump had damage from the incident and was not working. The pump had a partial display and cracks on the body and screen. Troubleshooting was not completed due to pump damage. The insulin pump will be returned for analysis.